Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
Smelled strange smell like smoke/burned - oral-b toothbrush [device catching fire]. [Oral-b toothbrush] - burned [device physical property issue]. Case narrative: consumer stated in the e-mail that after smelling a strange smell, like smoke, saw that the oral-b io9 toothbrush had burned. No injury was reported.